Event description:
New information notes that the lead was capped and replaced. The patient condition was normal.

Event description:
It was reported that an x-ray revealed externalized conductors on the lead. The lead exhibited no electrical anomalies. A lead replacement was attempted but the patient vein was too small to remove the chronic lead or to add a new one. The lead remains implanted and will be replaced when the device reaches eri.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.